Event description:
A customer reported that a patient's sample containing anti-k did not react with 0.8% resolve panel a lot 8ra203 when tested with a 15 minute incubation time. The customer repeated testing using a 30 minute incubation time and cells reacted weak -1+. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the k antigen. Satisfactory results were observed.